Event description:
In 2006, it was reported to boston scientific corporation, that a hemostatic clipping device was used in a gastrointestinal endoscopy procedure in the same month. According to the complainant, while removing the device from the packaging during preparation for the procedure, the clip fell off. The procedure was completed with another hemostatic clipping device. There were no complications and the patient's condition was reported as "ok."

Manufacturer narrative:
The reported lot number 0ml5101901 could not be confirmed; consequently, the manufacture and expiration dates are unknown. A review of the device history record (DHR) was performed on the reported lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.